Event description:
Event description boston scientific crm received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) which is included in this advisory population retained legal counsel and filed a lawsuit. There were no specific allegations against device malfunction. Subsequently, it was reported that this device had a monitoring battery voltage of 2.64 v after 27 months of implant. The device was explanted and replaced without incident.

Manufacturer narrative:
The product is currently on legal hold and cannot be analyzed by the reliability assurance laboratory. Upon completion of the analysis, the event will be updated. On (B)(6) 2007 boston scientific crm issued a physician communication regarding some low-voltage capacitors may be subject to degradation. These capacitors may cause accelerated battery depletion and may reduce the time between elective replacement indicator (eri) and end of life (eol) to less than three months. Device replacement indicators continue to function normally. The device was put through and passed a series of automated diagnostic tests that verified the performance of defibrillation, pacing, sensing and recording functions of the device. A review of device memory indicated that an interaction with a firmware patch caused a device reset during the patch installation. The device performed a warm reset and returned to normal operation within seconds after which the patch continued to be downloaded to the device. There was no field allegation indicating any noticeable effects on the device. This did not impact the device's capability of sensing and delivery therapy.